Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t wave oversensing. The technical services (ts) recommended smart charge extend, set shock zone higher and explore whether these scenarios can be mitigated with medication or electrophysiology. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t wave oversensing. The technical services (ts) recommended smart charge extend, set shock zone higher and explore whether these scenarios can be mitigated with medication or electrophysiology. This s-ICD remains in service. No adverse patient effects were reported.